Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient admitted to the ICU for the treatment of high blood glucose level of 406 mg/dl. IV and fluids of saline and insulin, blood pressure medicine were given as a corrective treatment. The infusion set also got leaked from the infusion site. Duration of infusion set used was less than 12 hours. The customer addressed the high blood glucose by correction bolus via the pump, drank water and exercised. Patient release fro the hospital on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.